Manufacturer narrative:
No product was returned for investigation, so further investigations were not possible. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated that they received erroneous results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 20:44, a sample from the patient was tested using the meter, resulting with a glucose value of 59 mg/dl. As per normal protocol, the patient was given dextrose based on this value. At 21:03, a sample collected from a fingerstick of the patient was tested using the meter, resulting with a glucose value of 45 mg/dl. The staff did not believe this value due to the patient being treated with dextrose at 20:44. At 21:07, a sample collected from the earlobe of the patient was tested using the meter, resulting with a glucose value of 344 mg/dl. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the 45 mg/dl or 344 mg/dl values. The patient is currently still in the intensive care unit, but her glucose results have stabilized. Controls were run on the meter and passed. The reporter's product was requested for investigation.